Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve moved approximately 2-3 millimeter (mm) toward the aorta. It was reported that not enough forward force was applied during final release. As the delivery catheter system (dcs) was withdrawn from the valve, the valve dislodged further into the aortic root. The dcs was withdrawn from the patient. The dislodged valve was snared in place and a second valve was subsequently implanted with a good outcome. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(4), ubd: 21-nov-2023, UDI#: (B)(4). Product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that deployment started near the bottom of the pigtail catheter. A safari guidewire was used during this procedure. Prior to moving 2-3 mm up upon deployment, the valve was at a depth of approximately 1 mm on the non-coronary cusp (ncc) and 2 to 3 mm on the left coronary cusp (lcc). After interaction between the outflow of the valve and the dcs (pli 40), the valve was above the annulus. It was reported that prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. It was reported that the patient was discharged and was doing well.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: one procedural image was provided and an image review was completed. The image shows the dislodged valve left in the ascending aorta and the second evolut valve being implanted. The patient summary was not provided for anatomical review. Depth assessment images were not provided thus appropriate valve depth prior to final release cannot be confirmed. However, it was reported that the depth was 1mm at the non-coronary cusp (ncc) and 2-3mm at the left coronary cusp (lcc). Medtronic best practices recommend a target depth of 3mm. It was reported that the valve dislodged upon final release due to lack of forward pressure/force applied to delivery catheter system. Medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs), and very slow release. Additionally, removal of the delivery catheter system must be done carefully to avoid interaction of the nose cone with the bioprosthesis. Dislodgement of the valve by the dcs is related to operator technique or experience. The device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information available, the root cause of the dislodgement event cannot be confirmed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.